Event description:
Resident's light was flashing and when cna entered room the resident has had slid out of bed on chux off top of air mattress. Left leg lying on top of the railing on bottom of bedside table, left hand still hanging on to 1/2 side rail on (l) side of bed. Follow-up x-rays showed broken (r) leg.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.